Event description:
The pt reported his ipg was explanted approx 30 days after being implanted because he experienced pain across his abdomen. The pt stated he is still experiencing pain at the abdomen and the cause of the pain has not been determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.